Event description:
The facility representative contacted a technical service representative to report a colleague infusion pump that is damaged. The condition was determined to be failure code 812:02 by quality engineering. This condition had the potential to interrupt delivery. It is unknown when this event occurred. The facility representative stated that there was no known patient involvement and no reports of patient injury or medical intervention. The customer has declined to be contacted. No additional information is available. This device is a remediated colleague pump with a user interface module software version of 5.09.90.

Manufacturer narrative:
(B)(4).a service history review was performed revealing the reported condition is not related to any previous customer service request on this pump.

Manufacturer narrative:
(B)(4). Device evaluation: the reported condition of a colleague infusion pump that was damaged was confirmed during product evaluation in the pump's event history as failure code 812:02. This condition was caused by a defective pumphead module. The pumphead module was replaced to correct the reported condition. Additional information: the root cause investigation is in progress through mdq-CAPA-(B)(4).